Event description:
On 12/30/2021, it was reported by a sales representative via phone that an ar-2324bcc screw shredded when inserted. This was discovered during a rotator cuff procedure on (B)(6) 2021. The surgeon punched with the silver punch, inserted the anchor and saw that the screw started to shred. The screw and all fragments were removed and the surgeon then used a 2nd ar-2324bcc and the same issue occurred. The 2nd screw and all fragments were removed. The case was completed by using a 3rd ar-2324bcc without further issue and no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-2324bcc screw shredded when inserted. This was discovered during a rotator cuff procedure on (B)(6) 2021. The surgeon punched with the silver punch, inserted the anchor and saw that the screw started to shred. The screw and all fragments were removed and the surgeon then used a 2nd ar-2324bcc and the same issue occurred. The 2nd screw and all fragments were removed. The case was completed by using a 3rd ar-2324bcc without further issue and no patient harm.